Event description:
It was reported that the patient had manipulation problems with an inflatable penile prosthesis (ipp) as the patient was not able to pump the device. A surgical intervention was performed to replace the device. The procedure was completed successfully but it was unknown if there were device malfunctions associated with the explanted device. The patient did not experience any adverse events and was said to be stable following the procedure.